Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact reported that the customer wanted assistance with basal adjustments because they were experiencing low blood glucose (bg) level of 57 mg/dl. The low bg's were addressed by drinking juice. Tandem technical support assisted in adjusting setting .